Event description:
The service report shows that the customer was performing a pre-pt check on the ventilator and it was discovered that there was no audio alarm. The mallinckrodt customer support engineer (cse) verified the problem to be with the connector to the front panel display. The cse inspected the device and replaced the alarm assembly. The unit passed extended self testing.